Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the adult infusion center, an infusion bag was lowered, and approximately 25ml of normal saline was flushed into the bag to rinse it. The set separated from the filter, splattering rrx-001 and blood product on the nurse's clothes and surrounding area. The remaining "blood mix volume" was allowed to continue to infuse. Line patency was maintained by applying a dressing to the line. There was harm to the patient or caregiver.